Manufacturer narrative:
Insulin pump received unable to perform the displacement due to cracked and bleeding lcd noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.